Manufacturer narrative:
The insulin pump passed functional testing including the operating currents, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No prime anomaly noted. The insulin pump was received with cracked case at the display window corner and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device had a prime anomaly. Customer's blood glucose was over 500 mg/dl. Customer mentioned the insulin continued to drip after the motor had stopped. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.